Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (bent connector pins) has been confirmed. Upon investigation, pins in the trunk cable connector were bent and the electrode belt was unable to properly connect to a monitor. The root cause for the bent pins was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that electrode belt (B)(4) had bent connector pins.